Event description:
It was reported that, during reprocessing, the distal cover of the gastrointestinal videoscope had biofilm. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. The date of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.